Event description:
The brasseler USA surgical power and accessories twist drill standard bit broke while drilling into the hip during a total hip arthroplasty. Both pieces of the bit were retrieved. Dates of use: (B)(6) 2015 - (B)(6) 2015. Reason for use: hip arthroplasty.